Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 131711 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 131711, test base part number 195-430h / lot 129631a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 131711 showed that the (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the binax now covid-19 ag card assay for a single patient with attempts performed on (B)(6) 2020. This MFR. Report addresses report 2 of 2 the customer reported the second false positive results with the binax now covid-19 ag card assay for the patient performed on (B)(6) 2020 on a direct tested nasal kitted swab. The nasal swab was used per the product insert instructions. Repeat testing not performed. Confirmation testing on nasal swabs with pcr generated negative results. The customer stated the patient was asymptomatic. The patient was instructed to quarantine and to not attend work. The patient is not on any treatments. Additional details regarding patient harm or impact were not provided. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered report.